Manufacturer narrative:
Customer switched the console which did not solve the issue. She turned down the augmentation by two bars which seemed to have helped. This is an arrow balloon. I suggested she also call the teleflex clinical support line for further support. No repair information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called for assistance with a persistent gas gain alarm. The console was switched out which did not solve the issue, customer turned down the augmentation by two bars which seemed to have helped. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.